Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the first dose of cardioplegia (cpg) was delivered and there was beltslip error on the roller pump. Then they tried to adjust the occlusion, but they were still getting a beltslip error. They then hand cracked the first dose of cpg. This delayed the case by approximately one minute. The device was not changed out, as the roller pump worked for the second dose of cpg. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinician review on (B)(6) 2015: this ccp was not the ccp directly involved in this procedure, but he had a full review of the events. This pump was being used for cardioplegia and a 1:4 set (custodial cardioplegia) was being used. According to the ccp, there was no issues during set-up and/or priming of the cpg circuit. During delivery of the first dose of cpg, a beltslip message occurred on the cpg pump (at 10:23 am per aux message tab) and the ccp loosened the occlusion. A few seconds later, another beltslip message occurred and the ccp elected to hand crank in the remainder of this first dose. During hand cranking, a couple of "underspeed" alerts were posted on the aux tab (at 10:24 and 10:27 am). With troubleshooting being performed, there was a delay in cardioplegia delivery and a delay in the surgical procedure of about one minute. Later in the case, a second and final dose of cpg was administered and the same pump and cardioplegia kit were used. There were no issues (no beltslip and/or no underspeed) with the pump as the dose was completed without issue. The case was completed successfully without associated blood loss and without observed harm. This ccp used this same pump and same circuit the next case, and he had no issues in the delivery of cardioplegia. The ccp admitted that when he loaded tubing (during set-up) and during prime, the roller pumps on the base appeared to be over-occluded. The ccp stated that he has a couple of new hires ccps and that he has observed that they set roller pump occlusions on the "tight side". The ccp adjusted the occlusions per his normal protocol and he had no functional issues during the next procedure. The ccp used the system for an additional case, and again no roller pump issues were observed. The ccp is going to continue to use this roller pump as he is under the impression the pump was over-occluded and he will report any issues, if they occur.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2015-00367. Per the ccp, he believes the pump was over-occluded. The customer does not plan on returning the unit for repair. The customer is still using the suspect roller pump and perfusion system.